Event description:
Customer reportedly received result of 280 mg/dl on the advantage system and 116 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received result of 280 mg/dl on the advantage system and 116 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.